Event description:
Reportedly, during testing, the silence and reset led (light emitting diode) was observed to be randomly blinking. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).